Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially missing. The fragment was returned. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
We received the following report. During a laparoscopic cholecystectomy, three devices were used. The tissue pad of the first device was worn away. The user exchanged the first device for second device and continued the procedure. The tissue pad of the second device was worn away. The intended procedure was completed with the third device. On (B)(6) 2020, the factory of (B)(4) olympus got the following additional information. The tissue pad of the second device fell when the user cleaned the subject device outside the patient. This is the report on the second device. This is the report regarding the missing of the tissue pad.